Event description:
The customer states that they received false negative results in the iat crossmatch test on the ortho provue. No erroneous results were reported. There was no harm to any patient.

Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and checked camera optics. Camera optics were ok. The fe adjusted the "y" position to the centrifuge and made a new reference image. The customer ran qc with no errors. Repairs have returned the instrument to expected operation. (B)(4).